Manufacturer narrative:
(B)(4). The device was received with the upper jaw damaged. The I blade was inspected and was found conforming ¿ no sheared pieces as reported. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the jaw damaged. The condition of the jaw prevented the functionality of the device. The jaw was unable to open an close. As reported in the event description it is likely that the damage to the jaw was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, on the first attempt to operate enseal device, the surgeon was unable to open the jaws completely. When attempting to close on tissue, the jaws closed off-track with the top jaw diverting to the right. The top left portion of the I-blade appears to be sheared off. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.